Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise indicative of the minute ventilation sensor. There was evidence of varying impedance measurements but nothing was out-of-range. Boston scientific technical services (ts) suspects a lead connectivity issue. Attempts to recreate/reproduce the oversensed noise was unsuccessful. The minute ventilation sensor was programmed off and the device remains in service. The patient is not pacemaker dependent and there were no adverse patient effects reported.